Manufacturer narrative:
D10: no concomitants available. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 68 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, limited rom, loss of mobility, anxiety, and emotional distress. No further issues or complications were reported. No additional information is available.

Event description:
It was reported via legal documentation that approximately 68 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, limited rom, loss of mobility, anxiety, and emotional distress. Post operative report was provided. Surgeon observed superior wear on the polyethylene liner, abductor weakness with lurch, tear of gluteus minimus and medius with bald trochanter. Acetabulum was noted with no movement and stable. The stem was well fixed. No signs of infection. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Added fields: a2, a3 and g2 corrected fields: d4, d10, g3, h6: investigation codes. D10: (B)(6) 186-03-56 - integrip mh cup sz 56mm. (B)(6) 170-36-50 - biolox delta option femoral head 36mm od. (B)(6) 170-50-07 - biolox delta adapter 16/18-12/14; +7mm. (B)(6) 180-65-15 - alteon 6.5mm screw, 15mm. (B)(6) 180-65-15 - alteon 6.5mm screw, 15mm. (B)(6) 180-65-15 - alteon 6.5mm screw, 15mm. (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6) 180-65-40 - alteon 6.5mm screw, 40mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear, loss of range of motion and osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.